Event description:
The ge oec 9600 fluoroscopy system was reportedly out of spec for collimation and image resolution (mag 2 mode for iq).

Manufacturer narrative:
A ge oec service rep investigated the issue and found that the system was actually with specification for collimation and image resolution. The system was tested and found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.